Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 07/15/2015. The fse found that the lightscatter preamplifier was not working properly. The fse replaced the preamplifier, which resolved the reported issues. The repairs were verified per established procedures. The beckman coulter internal identifier for this event is (B)(4).

Event description:
The customer reported intermittent differential flagging on the coulter lh 780 hematology analyzer. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.